Event description:
In 2002, the patient reported to the center that patient experienced a " severe impact at implant site" and patient could not hear sound with the device. Pt reported they could hear however the sound was distorted. A little over two weeks later testing was conducted and results indicated that the device was functioning. April 2002, the implant center reported that the patient could not hear sound and decision was made at that time to explant the device.